Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe was not suctioning during the surgery. The procedure type was unknown. The surgery was completed on same day but unknown how it was completed. There was no information about patient impact.